Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to the customer¿s blood glucose level. Customers received pump reset assistance from technical support, and after resetting, the pump functioned normally without recurring issues.